Event description:
This pt presented to cath with stable angina (ccs2) and 2-vessel disease was found. Pre-procedure medications included plavix, asa, statins, beta-blockers and anti-anginals. Intra-procedure medications included plavix, asa, statins, beta-blockers and other gp iib/iiia inhibitors. Pre and post-procedure cardiac enzymes were not available. Pci was performed on a 90% de novo lesion in the proximal lad of 25mm in length in a 3.2mm diameter vessel with moderate tortuosity of the proximal segment. The (class c) concentric lesion was characterized with an irregular contour; angulation between 45 and 90 degrees, little to no calcification and thrombus was absent. The lesion was pre-dilated with a 2.5 x 10mm balloon at 14atm before deploying one 3.0x28mm (lot # unknown) at 18 atm with satisfying results. Residual diameter stenosis measured 0%.